Manufacturer narrative:
Films review summary: the exact cause of the endoleak reported during implant could not be determined from the films provided. Films during implant were not available, and deployment of the bifurcate <(><<)>(><(>&<)><(><<)>)> the reported endoleak could not be assessed. Pre-implant CT¿s revealed that the patient had a proximal neck which measured ~26mm just below the lowest left renal artery. The proximal neck contained thrombus; the flow lumen diameter ranged from 25 ¿ 28mm along the 4cm length neck. CT¿s from 5 days post-implant reveled that the bifurcate was positioned just below the left renal. Beginning at the bifurcate proximal margin, the right side of the bifurcate had radially infolded along the length of the aortic body down to the level of the flow divider. The amount of radially infolding was ~8mm maximum, and the bifurcate od ranged from 25 ¿ 28mm down to the flow divider. No suprarenal stent entanglement was observed, and no clear endoleak was seen post-implant. It appears likely that stent graft infolding had occurred during implant which led the proximal type I endoleak seen during implant caused by the marginal proximal seal. The exact cause of the infolding could not be determined ; however, it is possible that oversizing of the 36mm bifurcate placed within a 25mm thrombus filled neck contributed to the infolding. It was also reported that the bifurcate was slightly pushed up as it was deployed; this may have also contributed to the infolding. The cause of death could not be determined from the films provided. Per physician assessment, the cause of the patient¿s death is unknown and was likely not caused by the aneurysm rupture. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 65mm diameter pre-operatively ruptured abdominal aortic aneurysm. It was reported that during the procedure, after the bifurcate was implanted, an endoleak was observed. The endoleak was originating from the right wall below the aortic neck, which appeared to be a type IV mixed with minor type ia endoleak. Nonetheless, the patient¿s blood pressure recovered though it had dropped sharply due to the aneurysm rupture. Expecting that the minor leak would resolve, the physician completed the procedure to continue monitoring the clinical course. It was reported that the one-week post-operative CT image was reviewed and confirmed that the minor endoleak had resolved. When the physician reviewed the postoperative CT image at a later date, however, it was identified that 3 of 6 crowns of the suprarenal stent were inclined, and the first to fifth stents of the suprarenal struts were infolded. On the cross section, the stent was heart-shaped. Even though the infolding was not detected during the touch-up, the stent graft seemed to have retained this shape since the deployment. It was reported that, approximately 1 month post index procedure, the patient passed away suddenly. It was reported that, although the cause of death is unknown, per the physician the patient¿s death was not caused by the aneurysm rupture. It was reported that no additional information will be released in relation to this event.